Event description:
It was reported that the patient had soreness at the crack of their buttock region. The soreness started about 2 1/2 days ago. It was reported that the patient had their trial lead removed on (B)(6) 2013 and was scheduled to go back in for a permanent implant on (B)(6) 2013. It was reported that during the trial it worked for 2 days and by the 3rd day the patient was going to the bathroom a little more. The patient was also experiencing a little painful shocks in the tailbone and down below. It was reported that the patient called their manufacturer representative and they told them to turn stimulation off. The manufacturer representative thought it was possible that it was possible the lead may have pulled out. It was noted that they originally implanted 2 leads. The first lead didn't work right after it was implanted so they used the second lead. It was reported that the patient ended up keeping the stimulation off the rest of the trial phase but got over 50% success rate when it was working for the first 2 days. It was noted that for the first day of the trial they slept for a full night. And normally would have to get up 8-9 times at night before the implant. It was noted that the patient's health care provider (hcp) discovered a cancerous brain tumor in 1990 and that the patient had had 2 brain surgeries back in 1991. It was reported that with their 2nd surgery the patient's brain swelled up so their hcp contacted other physicians out of state. The patient ended up having 1/2 of their brain in back removed so their tumor still had room to grow since it was still growing. It was noted that the tumor was sitting on their brain stem which could be affecting their bladder control issues. Additional information received reported that the cause of the event was the peripheral nerve evaluation (pne) wire and it was removed. The formal implant placed on (B)(6) 2013 was functioning well. It was reported that the patient did not required hospitalization due to the event and the patient outcome was no injury. It was reported that this was from the pne wire.

Manufacturer narrative:
(B)(4).